Event description:
It was reported via repair work order that the head section would not stay locked up due to clogged head section gears. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.